Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced during a hernia repair procedure. It is unknown at this time whether the device is suspected to have caused or contributed to the reported hernia. No further patient complications were reported.